Event description:
It was reported that whilst connected to the charging dock, the rechargeable battery malfunctioned and the canister reportedly burst (date not reported). There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient

Manufacturer narrative:
This report is submitted on september 23, 2022.